Manufacturer narrative:
The calibration and qc recovery data provided was within specification. Further investigation of the sample using lc-ms/ms confirmed the investigational laboratory's low result. It was found that the customer's high result is near the limit of quantitation and could have related to imprecision at low concentrations. The investigation did not identify a product problem.

Manufacturer narrative:
The customer's e801 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on two cobas e 801 analytical units. On (B)(6) 2025, the initial estradiol result was 30.3 pg/ml. The customer requested that the patient's sample be investigated, as the patient had not had any changes in their estradiol levels despite taking leuprorelin. On (B)(6) 2026, the sample was received and tested at the investigational laboratory on another e801 analyzer, and the result was <5.00 pg/ml.